Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of bacterial peritonitis with culture positive for klebsiella species in a patient coincident with dianeal pd4 (dianeal_1.5% and 2.5% pd4_solution for peritoneal dialysis bag, pvc) therapies. On (B)(6) 2008, the patient began dianeal pd4 1.5% and on an unreported date, the patient began treatment with dianeal pd4 2.5% (1 bag, daily) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter vietnam technical services, the following was reported. On an unreported date, the patient's pd transfer set had leaked which was not recognized by the patient. On (B)(6) 2012, during a clinic review, the nurse found the problem and changed the transfer set. On (B)(6) 2012, while performing a pd exchange in the hospital, the patient experienced peritonitis manifested by a cloudy effluent. The cause of peritonitis was not reported. On that same day, the patient was hospitalized for treatment. The patient was treated with cefazolin 1g and fortum 1g, (daily, ip) for peritonitis from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012 the patient was started on tienam 1g/day and ciprofloxacin 200mg/day, ip for peritonitis. Treatment with antibiotics was ongoing.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. It was also reported that the patient experienced peritonitis, however, the cause was not determined. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.